Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and replaced with new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. The power usage was normal, and all therapy was available while implanted. Battery depletion curves no indications of intermittency and no faults, the failure mode is consistent with normal battery depletion. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and replaced with new device. No additional adverse patient effects were reported.